Event description:
During the function check the unit's expiratory bacterial filter fell off its nipple on the coupling pipe. No patient injury occurred. Customer sending back the part with a cc sticker. Customer is not sure of the batch number. Also the hospital's policy is not to change out the bacteria filter until the 1000 hour maintenance with use of a star filter. They have done this this way for years. Said the tubing didn't feel tight.